Manufacturer narrative:
The device was rec'd in a used condition with the silicone disc missing. (B)(4). Precautions listed in the supplied instructions for use (IFU) state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Check-flo valves are 100% leak tested prior to further processing. The silicone disc was not returned with the device; therefore, it is difficult to determine with certainty why the customer experienced this issue. We are continuing our monitoring of similar complaints.

Event description:
The product is leaking at the valve and blood squirts from the valve. Pt outcome is unk as not provided by the reporter.